Event description:
Event description guidant received information that a patient with this chronic right ventricular defibrillation lead is demonstrating gradually increasing pacing impedance measurements (at implant, 500 ohms, approximately 2 years later, 1730 ohms). It was reported that the r waves and threshold measurements were normal/stable. Gradually rising impedance since 2004. R waves, threshold stable. No inappropriate episodes were noted and the shock impedance measurement was reported as 49 ohms. The caller inquired as to the maximum pacing impedance measurement within a 'normal range'. Additional information was provided that the impedance measurement was now >2000 ohms. On x-ray, a 'kink' and impingement were observed on the right ventricular lead under the patients left clavicle.